Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4- "vticm5_12.1" should be corrected to "vticmo 12.1". Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4: "vticm5_12.1" should be corrected to "vticmo 12.6". Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.0/2.0/039 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. The lens was implanted upside down. On (B)(6)2022 the lens was exchanged for a same model; and size but different power lens and the problem was resolved. Reporter states, "the first piece implanted ticl at 30 °, turned counterclockwise 11 ° and aligned 41 °. The second piece implanted ticl at 120 °, turned counterclockwise 15 ° and aligned 135 °. Cause reported as unknown.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).